Event description:
On (B)(6) 2013 keypad reported to freeze when in use.

Manufacturer narrative:
The reported complaint was not confirmed, nor duplicated. The pump operation log gives no indication of the reported problem but does indicate system error 75 or system error 123 which typically accompany a nonresponsive keypad. Therefore, the pump was tested (run) for 96 hours as part of this investigation. There were no failure during the period. The keypad was responsive during the investigation of this pump.